Event description:
Customer reported IV tubing sets with "pouring" out of a y-site. No pt harm reported. Although requested, no additional info was provided.

Manufacturer narrative:
MFR's report date: 7/8/2009. (B) (4). The customer reported, the product was discarded. The lot number was not identified; therefore, we were unable to determine the root cause or perform a history record review.